Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose pitch cable at the distal end. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose. There were no evidences of cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.